Manufacturer narrative:
The instrument was returned for eval. Per the customer reported complaint, engineering observed that the instrument was missing a piece from the "ear" of the proximal clevis. In addition to the missing piece ("ear") of the proximal clevis, there was a crack on the proximal clevis at the main shaft interface underneath the ear and the proximal pin that is swaged into the ear was bent. This add'l damage suggests that the proximal clevis broke due to a high force impact on the tip of the instrument. We can not determine whether this occurred during use or during handling subsequent to use. If this damage occurred during use, operation of the instrument would be impaired and likely observable with the endoscopic vision provided by the system.

Event description:
It was reported that after sterilization of the cadiere forceps instrument the account noticed that a piece of the distal end of the main tube had broken off. It is undetermined as to when the piece broke off. A myomectomy was performed 7 days prior, but no patient harm, adverse outcome or injury was reported.